Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that thirty percent of patients are with poor results and central islands following refractive treatment. No additional treatment were needed and surgeries were completed. Additional information requested.

Event description:
Additional information received including patient identifiers. This file will remain for the general group of patients and additional will be submitted for the specific patients.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified. During an onsite visit fse (field service engineer) checked the device and found device meets specification. Logfile review shows an error that occurs if the energy control of the laser head is not possible with the currently stored energy values. Energy check was performed successfully several times which eliminated the error prior to treatment. Further checks were successfully eliminated by customer prior to treatment. Provided logfile shows treatment was successful and without breaks. All energy values within specification. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
According technical onsite visits and logfile review no technical root cause was identified as the product was found to be within specifications, clinical review shows no central island identified. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).